Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia and stated there was air in the line and they were not receiving insulin. Symptoms included elevated blood glucose. Outcomes included no reported alerts or alarms. Investigation included outreach to obtain additional details and blood glucose information. Investigation of this case revealed that the cause of the hyperglycemia was unclear based on the available information, and no device alerts were reported contemporaneously. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and additional information from the user is required. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.